Event description:
The customer reported that the sensor was not functioning properly. Customer stated that she was not receiving alerts when her sensor glucose level was dropping. The customer also reported that the device's display would freeze when starting a new sensor. The customer stated that she had recently been experiencing low blood glucose levels. Blood glucose level at the time of the incident was 38 mg/dl. Blood glucose level at the time of the call was 125 mg/dl. The customer requested that the insulin pump be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.